Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The patient presented with an st elevated myocardial infarction. Access was obtained via the right femoral artery. The 100% stenosed target lesion being treated was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.00x20mm emerge balloon catheter was advanced to the lad for predilation and on the first inflation the balloon burst. The device was removed intact and the procedure was completed with another emerge balloon catheter and deployment of a non-bsc stent. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The patient presented with an st elevated myocardial infarction. Access was obtained via the right femoral artery. The 100% stenosed target lesion being treated was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.00 x 20 mm emerge balloon catheter was advanced to the lad for predilation and on the first inflation the balloon burst. The device was removed intact and the procedure was completed with another emerge balloon catheter and deployment of a non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: there was blood and contrast in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).